Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that during bench testing, the turbine did not start when the ventilator was powered up.